Event description:
It was reported that the comb on the zimmer skin graft mesher was bent and doesn't pull the skin through, ruining the graft. Additional clinical follow up with the hospital indicated that when the device did not operate for the planned procedure, an alternate device was used complete the procedure. There was no additional graft harvest and no increased surgical time to obtain the second device.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 5 years old and has been in 2 times for repairs. The last repair was on (B)(4) 2009, for a similar issue. At that time the comb was damaged, and replaced. The device was also out of calibration and re-calibrated. The inspection found the device arrived with a damaged comb. The cause of the reported complaint was a damaged comb, likely due to a lack of preventative maintenance. During pre-repair testing, and during the repair process, the device successfully transported the carriers, with sample grafts, through the device. The bent comb was such that it would not have impeded the carrier movement through the device. The thickness of the sample graft used during the reported event was not known. This is a re-usable device, subject to normal wear and tear and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2009. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.